Event description:
It was reported initially that customer needed assistance in uploading information to care link and assisted the customer and insulin pump was uploaded with no issues. Customer reported that he had high blood glucose of 500 mg/dl and he kept treating with the insulin pump and 3 hours later the blood glucose dropped to 39 mg/dl. Customer treated with orange juice and blood glucose went back up to 300 mg/dl. Customer declined to do troubleshooting for low and high blood glucose due to he will be sending the report to his health care provider and wait for the advice. Customer mentioned the only issue he had was the infusion sets was not sticking. Customer declined to do troubleshooting. The customer was advised to call help line if decided to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).